Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/30/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. The customer's reported complaint of the platform not powering on when the power button was pressed was confirmed upon initial functional testing. The issue was observed intermittently. Investigation found that the power switch cable was at fault. The power button was pushed multiple times before the platform actually powered up. Upon power up, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. Further functional testing could not be performed due to the ua 41 message. Investigation found that the temperature sensor cable was at fault. A review of the platform's archive was performed and found no errors or anomalies on the reported event date of (B)(6) 2015. Based on the investigation, the power switch cable was replaced to remedy the customer's reported complaint. In addition, the patient temperature sensor cable was replaced to remedy the ua 41 message observed upon initial functional testing. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform not turning on when the power button was pushed was confirmed upon initial functional testing of the platform. The root cause was determined to be a defective power switch cable. The power switch cable was replaced, remedying the problem and allowing the platform to function as intended. The ua 41 message observed upon initial functional testing was unrelated to the reported complaint. The root cause for the ua 41 message was determined to be a defective patient temperature sensor cable, which was replaced to remedy the issue.

Event description:
It was reported that the autopulse platform did not power on when the power button was pressed. No adverse patient sequelae was reported. No further information was provided.